Manufacturer narrative:
The console was evaluated and repaired in the field on february 09, 2017. The reported issues were evaluated and it was determined that the chiller serial was not set causing errors. Service engineer reprogrammed system to add chiller serial number. The system was tested and verified to pass all functional tests.

Event description:
It was reported that during a prostate procedure, the laser ¿displayed error 641 and 302.13¿ toward the end of the procedure ¿ 90% complete. ¿system was turned off and on but they were unable to clear the errors¿. The procedure was complete with a loop. There was no report of harm to the patient.